Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 90% stenosed ostial lesion being treated was located in the severely calcified, severely tortuous left circumflex (lcx). The lesion was predilated with a 2.5x15mm maverick balloon, inflated twice to 12 atm for 30 seconds. The physician deployed an unknown size taxus express2 drug eluting stent, inflating to 18 atm for 20 seconds. The stent was well apposed. Plavix was prescribed. Three days post the stenting procedure, the patient presented with acute chest pain, and shortness of breath. Angiography identified thrombus inside the previously placed taxus stent located in the lcx. The thrombus was treated with plain old balloon angioplasty. The pt had been complaint with plavix. Pt status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.